Event description:
New information reported stated that on (B)(6) 2018 the asymptomatic patient presented remotely via merlin.net and the implantable cardiac monitor exhibited undersensing. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited undersensing. No intervention was performed and the patient would continue to be monitored.